Event description:
A (B)(6) female patient contacted zoll customer support to report constant 'adjust belt' messages and also that there was an 'x' displayed on her monitor over the therapy electrode pads. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages/'x' over therapy electrodes). The cause of the adjust belt messages and the 'x' over the therapy electrodes on the monitor is the short in the ECG electrodes a and b assembly. The root cause of the short cannot be positively identified but is likely random component failure. No adverse event resulted from the defective belt. The patient received a replacement electrode belt.